Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance was unknown, but it was likely related to initial poor connection between the lead and extension as impedances were within normal limits (except for 2) at final connection. The cause of there not being enough room in the pocket to place the boot was due to the incision being too small. No further complications were reported.

Event description:
Additional information was received from the patient via the manufacturer representative (rep) reporting that the patient started to feel additional stimulation at the site of the lead/extensions. They reported that the stimulation was fairly intense when it occurred, which happened multiple times a day. They stated this did occur post implant, it just started approximately one week ago per the patient. There were no obvious factors that contributed to the issue per the patient. It was reported that impedances were run, which tested similar to impedances at implant. It was reported that the rep created two new programs, one which just used one of the leads and the second used fewer electrodes and a smaller pulse width. The patient was going to try each of the programs to see if they would eliminate the additional stimulation they had been feeling. The stated that they would report back on their status in approximately a week. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned at this time. The event occurred on 2019-01-16. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2018, product type extension, product ID 3988, lot# n25895, implanted: (B)(6) 2003, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a new extension was being placed, but there was not enough room in the pocket to place the boot over the lead/extension connection. Impedances were showing over 10,000 ohms but the patient had no disruption in therapy. After reattaching the extension to the lead, all contacts were within normal limits except for 3 and 4. The physician was okay with this. Impedances could not be compared prior to the new battery being placed. Contacts 3 and 4 were programmed around and the patient confirmed therapy felt the same as with the prior battery. No further complications were reported.